Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler the ¿ok¿, ¿stop¿, and ¿up/down¿ arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board. Lot code 2409 reflects that the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The touch screen test passed. The force gauge test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer one (t1) on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient (pt) contacted fresenius technical support to report the screen was blank on a liberty select cycler during an unknown phase/cycle of dialysis. The customer pressed ¿ok¿, ¿stop¿, and touched the screen but screen remained blank. The ¿ok¿ and ¿stop¿ keys did not make any sound when pressed. The customer rebooted cycler and the ¿ok¿ and ¿stop¿ keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Follow up with the pdrn confirmed that the patient was able to complete treatment with no serious injuries and no medical intervention required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.